Event description:
It was reported that the pump's control-iq software was not adjusting insulin delivery as expected. The customer experienced a low blood glucose (bg) level (47 mg/dl). The customer consumed carbohydrates to address the bg. Troubleshooting indicated that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.